Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 278 mg/dl and was addressed with a correction bolus. The customer will use an injection of insulin as needed to lower the bg level. The customer had been using the infusion set and cartridge for 3 days and indicated that the supplies to the pump would be changed.